Event description:
It was reported that during preparation for use, the ceramic tip was found broken. There is no patient involvement associated on this reported event. No user injury reported.

Manufacturer narrative:
The subject device was received and evaluated. Device evaluation and inspection found , the complaint was confirmed. The insulation tip was broken and damaged. No additional defects were noted. Device history records were reviewed and showed the product met all specifications upon release. The device IFU (rev 99-1078_bh) states: "study this manual and other labeling thoroughly for safe handling, storage and usage, including instructions for all generators and accessories. Failure to properly follow the instructions, warnings, and cautions may lead to serious surgical consequences or injury to the patient. Misuse of instruments can cause injury to the patient and could have an adverse effect on the procedure being performed. Do not drop instruments, or allow them to be struck by other objects;" and "do not use an instrument that fails to meet the criteria stated in the labeling or that has been damaged. Damage may result in the loss of the entire ceramic tip or fragments of the ceramic tip. If there is evidence of charring, burn spots, chips or cracks in the ceramic tip or surrounding area, do not use." (Page 4). Investigation is ongoing. This report will be supplemented accordingly following investigation completion.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. H4 - device was manufactured in february 2017. Based on the results of the investigation, the cause of the damage likely occurred due to impact of dropping the device. The specific root cause could not be determined at this time. Olympus will continue to monitor field performance for this device.